Event description:
The user facility reported patient had an impella 5.5 placed to support the patient experiencing dilated cardiomyopathy. While on support, it was noted that there was a temperature overnight and that cultured would be monitored. The patient was put-on broad-spectrum antibiotics. Next, the patient experienced hypotension. Epinephrine was added and the impella was increased to p-7. Additionally, continuous renal replacement therapy was started and continued. Several suction events and alarms occurred. In some instances, the impella was decreased to p-6. Hemolysis was noted. At this time, the patient is still on support.

Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
Additional information received: b5, d6b, and h6 updated. Device received d9, h3 updated correction e4. The investigation of the reported failure mode has been completed. The impella device was returned for evaluation. Pump suction: the data logs show that the suction alarms that are being triggered are #14 characteristic curve throughout the case. Based on the clinical details and data logs, the root cause of the pump suction is due to the patients condition. Mechanical interaction with blood (hemolysis): the data logs that there are suction alarms with slightly variable flows. There are no motor current spikes or sustained positioning alarms. The pump was returned with the cannula detached from the motor housing. No impeller damages were noted or cannula kinks. The product was unable to be hemolysis tested but there was no other defect found regarding the device. Due to a lack of information regarding what resolved the hemolysis and the contributing device, the root cause of the hemolysis cannot be established. Product damage (cannula detached from motor housing): the clinical details state that the cannula detached from the motor housing in the graft upon explant. It was noted that there was no resistance on explant or insertion. No additional tools were used on explant and that there wasn't any anatomical challenges but there was significant clot in the graft. The returned product confirmed that the cannula was detached from the motor housing at the location of the outlet. There were no deformities in the cannula as in any clamp marks or scratches seen. There was a scratch and damage to the pump housing but that is most likely from the hemostat after the detachment occurred. The delo band remained on the motor housing and there were no indications of it ripping or incorrect potting. Residual glue marks are noted on the inside of the cannula and the indentation of it being bonded to the motor housing can been seen. On the surface of the lbb (motor housing) delo also remains as evidenced by the darker material on the surface. There was a slight kink seen in the catheter near the red pump plug. The root cause of the product damage (cannula detached from the motor housing) is due to a material fracture but the cause cannot be further established. Pia-0000655 was opened to further investigate this issue. Thrombosis: the root cause of the injury was unable to be determined due to insufficient clinical details. Thrombocytopenia/hypotension/fever: the cause of the clinical symptoms cannot be determined as insufficient clinical details were provided. Device history review: the device passed all the post sterile inspection checks.

Event description:
It was further reported that the patient was approved for heart transplant. Will continue on kidney and heme management of heparin induced thrombocytopenia (hitt), pf4 and sra remain positive, plans to restart plex m-w-f schedule for transplant prep. The patient was successfully bridged to transplant. During explant of 5.5, utilized for bridge to recovery, impella motor housing detached from impella cannula. Blue button lock mechanism unlocked. Clot noted in vascular graft.